Manufacturer narrative:
We are forwarding information about this adverse event following regulation under 21 c.f.r. 803.22.2(b). Arjohuntleigh was made aware of a customer complaint which was evaluated as reportable in abundance of caution. The brand name was alleged to be mk1 pool lift, produced by arjohuntleigh. However, provided serial number indicates that the device was produced in september 2013 - two years after production transfer to nibotechnics nv. Therefore, arjohuntleigh does not recognize this information to be related to an arjohuntleigh device. The original equipment manufacturer has been made aware of this incident therefore we consider this case closed.

Event description:
Arjohuntleigh has received a customer complaint where it was reported that stretcher sub chassis castor kept coming off. According to arjohuntleigh technician evaluation, the sub chassis frame may be oversized or fixings not expanding in tubing. There was no indication of the patient involvement.